Event description:
The customer reported that the insulin pump was not alarming no delivery as it should be. The blood glucose reading was 228mg/dl. The customer stated that the only way he would know the cannula is bent when his blood glucose goes up. Assisted the caller to run the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.